Event description:
The manufacturer was contacted in reference to the voluntary field safety notice / recall notification related to the sound abatement foam in certain CPAP/bipap and mechanical ventilator devices.the manufacturer received information alleged difficulty breathing/short of breath,device will not turn on/device not functioning,headache,nasal and throat irritation or soreness,dizzines or lightheaded.there was no report of serious or permanent harm or injury.the manufacturer's investigation is ongoing. A follow-up report will be submitted when the manufacturer's investigation is complete.

Manufacturer narrative:
The manufacturer previously received information alleging lung problems,difficulty breathing,headaches,nasal/throat irritation or soreness related to a CPAP device's sound abatement foam. There was no report of patient harm or injury. The manufacturer received new and relevant information. On (B)(6) 2022, there was a report of patient death. In addition, appropriate health effect - clinical code, health effect - impact code have been added on h6 section.

Manufacturer narrative:
The following correction has been updated in this report. Section b1 has been updated to reflect as adverse event. Section b2 has been updated to reflect as death. Section h1 and h6 has been also been updated to reflect the death.

Manufacturer narrative:
The manufacturer was contacted in reference to the voluntary field safety notice / recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices.  The manufacturer previously received information alleging lung problems, difficulty breathing, headaches, nasal/throat irritation or soreness, broke some ribs related to a CPAP device's sound abatement foam. The patient passed away. There was no medical intervention required by the patient. Repeated attempts to have the device and components returned for evaluation and investigation were unsuccessful. The manufacturer believes they will be unable to gather additional information. The manufacturer is submitting a final report at this time. If pertinent information becomes available to the manufacturer at a later date, an addendum to this final report will be filed.